Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reported manufacturing number:3006705815-2023-06367. It was reported an infection was present at the lead insertion site. Patient was treated with antibiotics and did not work. The patient's scs system was later explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.(weight)further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.